Event description:
It was reported that the patient felt a pop at some point. Apparently, several days later was seen at hospital in 2009, was transported to another hospital on the same day. Patient was revised at about 2 days later.

Manufacturer narrative:
Unk